Manufacturer narrative:
Additional information: patient weight received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx stent was implanted into the lad and a second resolute onyx des in the rca. Cec adjudicated nonq-wave mi of the target vessel lad, 3rd udmi peri-pci 1 day post index procedure. There was no action taken to treat the event.